Event description:
Device malfunction: failure to deploy plunger. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the plunger was depressed, but would not lock into place. The device was successfully removed from the pt's anatomy. After removal it was noticed that an "unknown clear piece" was behind the clip delivery tube. A femostop and manual compression was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.